Manufacturer narrative:
The svc rep could not duplicate failure, reloaded all sw, flashed nodes and reloaded, cal files. He checked voltages in the workstation and main frame, all checked within spec. The rep verified that the unit operated as intended.

Event description:
Customer describes ffb reboot and double image on subtraction run. Customer was able to complete case with no problems.